Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, although there have been attempts to receive further information regarding these devices and events, no additional details were provided from the surgeon. The devices were not returned to edwards for analysis and it remains unknown if they were explanted. The device history record (DHR) reviews were not able to be completed as information regarding these devices remains unknown. The cause of death for the one aforementioned patient remains unknown. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that post-implantation of this bioprosthetic aortic heart valve, two (2) patients required re-operation due to paravalvular leak (pvl). As reported, a surgeon contacted edwards regarding these patients, in which one (1) patient expired due to unknown reasons. The implant duration of the bioprosthetic aortic valve prior to re-operation remains unknown. No additional details provided.